Event description:
Ge reditubetm tracheal tube oral/nasal with preloaded stylet; ref 8075rtc; lot - 1404020475; a hole in the balloon tubing on the endotracheal tube required that the patient be reintubated.